Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient needed the device removed because it was no longer helping the patient. The patient needed various surgeries and MRI but could not have them with the device still implanted. It was noted that the patient was in discussion with an hcp and it was reported that they would remove the device. The event started about 6 months ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) confirmed that the cause was not known. No further complications were reported.